Event description:
Same case as MFR#2134265-2012-02822. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. The physician advanced an unspecified mustang balloon to dilate the lesion. The unspecified mustang balloon was inflated to 18atms and ruptured on the first inflation. The physician then advanced another unspecified mustang balloon to dilate the lesion. The unspecified mustang balloon was inflated to 18atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).